Manufacturer narrative:
(B)(4). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a flexiva ID tractip 200 laser fiber was used in a ureteroscopy with laser lithotripsy procedure in the kidney, ureter and bladder performed on (B)(6) 2019. Reportedly, the laser unit used was a p100 laser console. According to the complainant, during the procedure, the tip of the laser fiber broke off prematurely. Reportedly, the fiber tip was successfully removed through flushing. The procedure was completed with another flexiva ID tractip 200 laser fiber. There was no serious injury nor adverse patient effects as a result of this event.